Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) was selected to be used. The physician had attempted to deploy and position a 20mm and then a 24mm closure device. When performing the tug test for each closure device as part of the position, anchor, size and seal (pass) criteria, the devices did not meet the required specifications. The device was removed out from the appendage and finally exchanged for a 27mm closure device. As physician prepared and initiated tug tests for the 27mm closure device, the core wire detached from the device and device was then released in the appendage. There was no tug test performed however it was noted that the device had adequate position, size and compression with a complete seal and was left in position. No intervention was required, and the patient was kept overnight for monitoring. A transthoracic echocardiogram (tte) was scheduled for the next morning to assess location of the device to make sure it had not moved. The tee confirmed that the device was seated in a good a position meeting pass criterion. No patient complications were noted, and the patient was discharged home.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) was selected to be used. The physician had attempted to deploy and position a 20mm and then a 24mm closure device. When performing the tug test for each closure device as part of the position, anchor, size and seal (pass) criteria, the devices did not meet the required specifications. The device was removed out from the appendage and finally exchanged for a 27mm closure device. As physician prepared and initiated tug tests for the 27mm closure device, the core wire detached from the device and device was then released in the appendage. There was no tug test performed however it was noted that the device had adequate position, size and compression with a complete seal and was left in position. No intervention was required, and the patient was kept overnight for monitoring. A transthoracic echocardiogram (tte) was scheduled for the next morning to assess location of the device to make sure it had not moved. The tee confirmed that the device was seated in a good a position meeting pass criterion. No patient complications were noted, and the patient was discharged home.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx delivery system (wds) was returned for analysis. The device was visually and microscopically examined. Visual inspection of the device found no damage or defect. Microscope inspection found tip damage as the tri-cuts were flared, and there were abrasions within the sheath tip. The tip damage was consistent with deploying and recapturing the implant. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.